Event description:
(B)(4). I had the essure put in as an alternative to having my tubes tied. Quickly after the placement I started having irregular heavy periods. Typically they are five days on and a few days off. I also have terrible headaches at least 2-3 times a day where I never had headaches before. I stay bloated, looking pregnant daily, even though I'm physically fit and exercise daily. Last, my hair falls out in clumps. Again, this has never happened before I had essure placed. The symptoms affect my daily life greatly and I wish I had never picked the essure.